Event description:
It was reported that the maryland bipolar forceps instrument did not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer's reported complaint, engineering conducted performance testing and found the instrument to pass recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions with the grips opened and closed properly. Engineering also found the distal end of the main tube to have a 3.5" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.